Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and was treated with glucose tablets. The customer's blood glucose was 49 mg/dl. The customer stated that the insulin pump stopped working and had a blank display. The customer was calling back with blank display after receiving new battery cap and auto mode not active. The customer stated that the battery cap was missing. The insulin pump will not be returned for analysis.